Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.na.

Event description:
It was reported that the procedure was to treat a restenosed distal right coronary artery lesion that was both moderately calcified and tortuous and 75% stenosed. The nc traveler balloon dilatation catheter was advanced to the lesion without issue. During the first inflation at 12 atmospheres (atm), the balloon ruptured. There were no reported adverse patient effects and no clinically significant delay in the procedure. A non-abbott balloon was used to complete the procedure. No additional information was provided.